Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the orange component inside the 355sd handle broke in pieces. Some of the pieces could be removed from the pt, but some remained in the abdomen. Another instrument was used to complete the case.